Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A temporal association with the adverse events of the patients¿ blood loss of 400-600ml with a resulting drop in hemoglobin level, emergency room visit and the fresenius blood line and hemosafe clip exist. The details surrounding the event as well as the details of the hd treatment is unknown. Reportedly, a hemosafe clip was placed on the venous line. However, it is unknown what make of catheter was utilized and if it was compatible with the hemosafe clip. The adverse event of blood loss is a direct result of the patients¿ dialysis blood line and the central venous line becoming unsecure during hd treatment.

Event description:
A hemodialysis (hd) nurse reported that a blood leak occurred between a fresenius bloodline (combi set) and a central venous catheter (manufacturer unknown) secured with a hemosafe clip (bloodline connector). Reportedly although the hemosafe clip was in place the bloodline was not secure with the venous end of the central venous catheter. During a follow up call to the hd nurse on (B)(6) 2018 it was learned that an unidentified patient experienced a 400-600ml blood loss during a hd treatment (details surrounding treatment are unknown) as a result of a leak at the blood line and central venous line connection. It was reported that the leak may have occurred as the result of the lines being mis-treaded. The hd treatment was stopped, and all lines were discarded. The patient was administered saline and oxygen (amounts and details unknown) and sent to the emergency room (mode of transportation unknown). Reportedly, the patient had a 2 point drop in hemoglobin but, did not receive a blood transfusion. The patient was released from the emergency room within a couple of hours. The hospital course is unknown. The patient did not require any additional hd treatments and hd treatment has resumed.